Event description:
The surgeon reported the handpiece heated up and a corneal burn occurred. Add'l info rec'd stated the pt was on flomax and the case was very difficult due to floppy iris syndrome. The surgeon was using viscoat and provisc and had difficulty seeing through both viscoelastics. The surgeon used iris retractors during the case. After the corneal burn the surgeon checked the wound with a fluorescein strip and noted the wound was leaking. The wound was sutured with 10-0 nylon. The pt was in pain that evening. Multiple attempts were made for pt status with no response to date.

Manufacturer narrative:
The co svc rep examined the sys and could not find a problem with the sys or phaco handpieces. The co svc rep did find sys messages in the event log for footswitch messages. The footswitch messages were not related to this event. The sys was then tested and met all prod specs. The footswitch has been rec'd for in house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed if necessary when add'l reportable info becomes available.